Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds believed to be from a sub-clinical perforation. The lead was removed and a new lead was implanted. It was further reported that during lead replacement, a new lead was attempted to be implanted but not used. The lead coil was stretched while trying to get the lead out of a short sheath. A new lead was implanted. No further patient complications have been reported as a result of this event.